Manufacturer narrative:
(B)(4) date sent: 11/11/2025 d4: batch #unk. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Unknown. Was the end effector damaged? Anvil, casing, guide, knife etc no what part broke (closing trigger, firing trigger, handle, anvil, etc.)? Unknown. Did any piece break off of the device? No did it fall into the patient? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number a97d24, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that a spring fell out of the device. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. D4: batch #442d70. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the handle shroud partially opened from the battery area. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. In addition, the device was disassembled in order to verify the internal components and no anomalies were noted. The battery area spring was present. The event described could not be confirmed as the device fired without any difficulties noted and it was returned without detectable damage. No conclusion could be reached on what caused the separations in the handle shroud. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 442d70, and no non-conformances were identified.